Event description:
The customer returned the Ultrasound Gastrovideoscope to the service center for a separate issue. During the device analysis, the investigation indicates that due to damage on acoustic lens (damage level; reached to the glue-layer), the acoustic lens was damaged, adhesive around objective lens had wear, adhesive around the light guide lens had wear. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is traced to cause traced to component failure expected or random component failure without any design or manufacturing issue and cause not established.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.